Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 1 year and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller's log file showed an increase in power. Pump thrombus was suspected. On 07sep2017, the vad coordinator reported that the patient was admitted for anticoagulation and IV hydration. Reportedly, the patient seemed dry and the lactate dehydrogenase (ldh) level was elevated to 610 u/l when usually it was in the 300 u/l range. On 10sep2017, the customer reported that the patient remained admitted for increased ldh and increased power and flow estimation. During a period of one hour surveillance of patient's lvad system parameters, it was reportedly observed that the flow estimation and power were elevated. The system controller's log file was reviewed and contained a few transient power and flow estimation elevations, which appeared to return to baseline ranges. The reminder of the log file data appeared normal. The patient was asymptomatic. No further information was provided.

Event description:
Additional information was received from a user facility report stating: "title: xxxxx. Event desc: the patient developed a vad thrombosis despite being therapeutically anticoagulated with enoxaparin. The patient underwent a vad swap. Device usage problem: other."

Manufacturer narrative:
B)(4). Device evaluation: the evaluation of the returned pump confirmed the presence of thrombus, and the evaluation of the retrieved log file confirmed transient pump power and estimated flow elevations associated with frequent pulsatility index events. The pump was returned assembled with the driveline cut approximately 2 inches from the pump housing and an 11.5 inch segment of the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned detached from the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Upon disassembly of the pump, examination of the distal-side of the inlet stator revealed a thrombus formation surrounding the inlet bearing cup. This thrombus formation revealed areas of denaturation and appeared to have formed in laminated layers, indicating that the thrombi developed on the inlet bearing cup over an undetermined amount of time while the pump was supporting the patient. In addition, examination of the proximal-side of the outlet stator revealed depositions between the outlet bearing ball and stator blades. These depositions were not adhered and did not show any evidence of lamination. The origin of the depositions could not be determined; however, their areas of denaturation and associated contact marks on the outlet bearing cup suggest that they were present while the pump was supporting the patient. The evaluation could not determine a specific cause for the development of the observed thrombus formations; however, their partial obstruction of the blood flow path could have contributed to the reported signs of hemolysis, as well as the pump power and estimated flow elevations that were confirmed through the evaluation of the submitted system controller log files. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete.

Event description:
Additional information: it was reported that the patient underwent a pump exchange for suspected pump thrombosis on (B)(6)2017.